Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. Predilatation was performed prior to stenting of the ist diagonal artery with an otw xience v stent. Beginning of the following month, the pt was experiencing chest pain with exercise. A functional ischemia study the following year, showed positive results, and an ECG performed showed no mi had occurred. The following month, the pt experienced chest pain and fatigue with exercise, was rehospitalized and underwent a cardiac cath and was found to have a new lesion proximal to the previously placed index stent. In addition, there was mild instent restenosis of the stent in the proximal end of the stent. The entire area was restented. Pt still has chest pain on exertion (2009); however, it is reported to be much better. No additional event or pt info is available.

Manufacturer narrative:
Results and summation conclusions-product performance engineering reviewed the incident info. Angina, ischemia, and restenosis, as listed in the xience v IFU are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. There does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the angina and ischemia are secondary effects of the restenosis, in which the pt was reportedly treated with an additional stent and hospitalized. A conclusive cause for the reported pt effects and the relationship to the xience v sds, if any, cannot be determined.